Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter does not turn on. The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6), 2010 (between 3-4pm). The patient manages he diabetes with 5 units of humalog and 5 units of lantus (it is not known how often patient takes her insulin). Prior to the alleged issue, the patient stated she administered 5 units of humalog at 9am and also sometime between 12-12:30pm; however, it is not known what action, if any, the patient took regarding her diabetes management as a result of the alleged issue. Approximately, two to three hours after the alleged issue began the patient claimed she was thirsty and out of it. At approximately 9pm that evening, the patient allegedly went to the emergency room, obtained a blood glucose reading of over "600 mg/dl" with the ER/hospital meter, was subsequently treated with an insulin drip, and hospitalized. During troubleshooting, the csr verified the patient was using the correct vial of test strips and the battery did not need to be replaced. The csr also noted that the subject meter did not turn on with the power button and/or test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue, reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began, received medical intervention from a health care professional, and was allegedly hospitalized.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.510(k) # is k062195.